Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/16/2010, 06/22/2010, 06/23/2010 and 07/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "no information" (no information). Product problem(s): "shunt would not release" (sticking [shunt]). A user facility reported that a shunt was sticking. In a follow up phone call, the facility reported, the surgeon indicated that the shunt would not release. Another shunt was used to complete the procedure. Additional information has been requested.